Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented for in-clinic follow up with the pulse generator unable to be interrogated due backup operation. It was also noted that rapid battery depletion may have occurred, although the physician had not alleged premature battery depletion. The device was explanted and replace. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported complaint of premature battery depletion and failure to interrogate was not confirmed, pacemaker found in backup operation was confirmed. The device was received in backup mode which occurred in the field by unknown cause. Review of the device image indicates the pacer was received with voltage at end of service level in line with projected longevity. After installing a new battery and re-loading the product code without anomaly, the pacer was tested under nominal settings and the results indicated normal functionality. Additionally, evaluation of the device under various pulse amplitudes indicated current was within normal range of operation and monitoring the device under load for several days did not reveal any anomaly. Multiple interrogations during the analysis, including at end of service battery level, found no communication anomaly. The device projected longevity was calculated based on field settings to be 6.51 years implant duration was 7.61 years which exceeded projected longevity and it is considered normal battery depletion. Despite extensive testing, backup operation could not be duplicated. As a result of this finding, abbott is performing further investigation.